Manufacturer narrative:
Reporter returned 2 oral-b dual action toothbrush heads on (B)(6) 2016. Product investigation is in progress.

Event description:
Brush head fell off [device breakage]. No adverse event [no adverse event]. Case description: a husband reported via phone on (B)(6) 2016 that his wife of unspecified age almost swallowed an oral-b brushhead, version unknown after it fell off while used with an oral-b rechargeable toothbrush, version unknown. The husband noted that they had bought the toothbrush at the start of the year. No symptoms developed. On (B)(6) 2016 the reporter returned 2 toothbrush heads that were identified as oral-b dual action brush heads. No further information was provided.

Manufacturer narrative:
A 09-sep-2016 product investigation results: reporter returned 2 oral-b dualaction toothbrush heads on 27-jul-2016. The result of the analysis done with the consumer return showed that wear led to the reported issue. No manufacturing fault identified.

Event description:
Brush head fell off [device breakage]; no adverse event [no adverse event]. Case description: a husband reported via phone on 20-jul-2016 that his wife of unspecified age almost swallowed an oral-b brushhead, version unknown after it fell off while used with an oral-b rechargeable toothbrush, version unknown. The husband noted that they had bought the toothbrush at the start of the year. No symptoms developed. On 27-jul-2016 the reporter returned 2 toothbrush heads that were identified as oral-b dualaction brushheads. No further information was provided.